Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data were acceptable. Based on the available data, a general reagent issue could be excluded. The customer pulled 28 additional samples for patient comparison testing and had acceptable results. The field service engineer replaced various parts and performed system adjustments. He also verified the external and internal rinsing of the reagent probes and performed system checks with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas c 503 module. The patient's initial creatinine result was reported outside the laboratory. The pediatric service considered the initial creatinine result was unlikely and requested a repeat measurement. The customer performed repeat testing with the same sample for confirmation. On (B)(6) 2020 at 19:22, the patient's initial creatinine result was 192 umol/l. On(B)(6) 2020 at 09:21, the patient's repeat creatinine result was 52.0 umol/l. The customer determined the repeat result was the patient's true value. Creatinine reagent lot number was 527584 with an expiration date of 31-oct-2021.

Manufacturer narrative:
The investigation reviewed the customer's alarm trace and noticed a high number of abnormal sample aspiration, abnormal cell blank, and abnormal cell blank difference alarms. The field application specialist determined the sample probe was dirty. The sample probe was replaced. After the sample probe was replaced, no further discrepancies were obtained. The investigation determined the amount of cell detergent was acceptable due to qc being acceptable. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.